Event description:
Procedure type: lap hernia repair. According to the reporter, a pin from the proximal anchoring mechanism detached from the device. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.

Manufacturer narrative:
.